Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to see insulin drops exit the infusion set tubing during the fill tubing sequence. The customer was unsure if there was a blockage in either the infusion set or in the cartridge. The customer removed and discarded the cartridge and the tubing. The customer declined to troubleshoot and stated a new cartridge and infusion set would be loaded. The customer's blood glucose (bg) level was 302 mg/dl. Customer stated a correction bolus would be delivered via the pump to address bg level. Although tandem technical support offered to follow up with the customer to ensure that bg level returned to target range, the customer declined.